Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Provider stated that patient did not have a short circuit. They clarified that patient has had high impedance since they had started seeing patient and were informed they could not have MRI.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient that they have a short circuit in the dbs system that will not allow them to have an MRI. They stated that their hcp was unaware of how this happened and said it may have occurred during brain surgery. The caller also said they were worried about emi stemming from a room above their apartment. Pss reviewed the power line guidance and answered general emi questions. The caller stated that they have not had any changes or issues with their therapy since living in their current apartment. The caller stated that they have an appointment with the hcp and will follow up with them then. See rtg0633836 for an emi-related case.